Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing coupling and or communication issues. She reports getting the poor communication screen on the recharger. Pt last recharged two weeks ago but does not recall seeing efficiency boxes during that recharge. She last saw efficiency boxes at the end of february. Pt services recommended the pt try the antenna locate feature which resulted in a power on reset screen being displayed on the recharger, which lead to the normal recharging screen. Pt gets better efficiency boxes when laying down to recharge then she was getting during the phone call. Pt was encourage to recharge to full today.